Manufacturer narrative:
The electrode lot number was q52-2023. The expiration date was not provided. The field service engineer found a clogged sipper nozzle and a bent vacuum nozzle which he replaced. He performed ise checks, sampling checks, and calibrations which were all acceptable. The specific cause of the event could not be determined. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The samples were repeated on another module. Sample 1 initial result was 143.1 mmol/l and the repeat result was 136.6 mmol/l. Sample 2 initial result was 153.1 mmol/l and the repeat result was 140.7 mmol/l.